Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient has taken six falls in the last week. They had one today (B)(6) 2019. They lost their balance and were unable to catch themselves. They went down and hit their head on the kitchen chair. The past two months they have been falling. The stim was on and it showed half battery for the ins. It was noted that the falls were related to this issue. The patient was to follow up with a hcp to see why the falls are happening. The symptoms were considered gradual. No further complications were reported as a result of this event.